Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg and was unable to charge beyond two bars. Troubleshooting and multiple reprogramming were done, however, unsuccessful. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.